Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level ranged between 200 mg/dl and 600 mg/dl with high ketones. Customer addressed high bg level by delivering a bolus using an alternate pump. Reportedly, the customer had an alternate pump available for insulin therapy.